Event description:
It was reported that the customer had issues with her sensor and blood glucose level readings. The insulin pump went into threshold suspend. Her sensor glucose reading was 50 mg/dl but her blood glucose level was over 200 mg/dl. She received a couple of calibration errors. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.